Event description:
It was reported to vyaire medical that the lap top ventilator 1200 was on a patient when it turned off without an alarm. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed through the event log but not duplicated during functional check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.